Manufacturer narrative:
Lens was exchanged for the same size and model, similar diopter lens on (B)(6) 2015. As of the date of supplemental MDR submission, the lens has been returned but not yet evaluated. (B)(4). Method code: work order search performed. No similar complaints were found for units within the same lot. (B)(4).

Manufacturer narrative:
The lens was returned in liquid in a vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. (B)(4).

Manufacturer narrative:
Patient weight-unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.50/+1.0/059 diopter, into the patient's right eye (od). This was performed on (B)(6) 2015. On (B)(6) 2015, the lens was then explanted.